Event description:
The neurosurgeon reports within the last 2 to 3 months he has been using the ins-4500 and noticing csf draining with "excessive blood" present. This has been observed in a few patients. The neurosurgeon has seen "micro-bleeding" before but has noticed that this is occurring more often with the use of the ins-4500. It is unknown if the patients required intervention or treatment for the reported "micro-bleeding". Unknown which lot numbers were used.